Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley. A loop of wire is s ticking out such that the wire protrudes above the outer surface. The wire insulation was not damage, no thermal damage found, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. Common causes of dislodged instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.